Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had an error code. No patient injury was reported.

Manufacturer narrative:
Other, other text: b5: additional information received on 10-aug-2022 via email and attached in complaint object: no patient involvement was recorded regarding the associated complaint. The failure occurred during testing. H6: event problem and evaluation codes: updates not required. H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available., corrected data: d4: correction: model number: 6500.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated h3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customer reported problem was not related to any previous repair. Visual inspection found the device with a crack on the rear case; tamper seals were intact. There was no evidence of the error or reported problem in the event history log (not available). The reported problem was verified. A faulty motor was found locked, causing the error code 1870 on the pump display. It was recommended that the motor to be replaced as corrective action. The root cause of the reported problem was unknown. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Product is beyond 16 years from manufacture date of 2006-10 and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. A service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation.